Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information received: how was the device removed? (I.e. Cut off, forced opened) the surgeon forced to open the clamp; if cut off, did this cause a change in the plan of care for the patient? No, it just took 10-15 min more to take another clamp; did the removal cause any damage to the vessel/artery? Yes; if yes, what is the damage and how was the damage repaired? There were a little bleeding without transfusion. The vessel was checked and hemostasis was made.

Event description:
It was reported that during an hepatic tumorectomy procedure the enseal instrument could not be reopened once closed on a vessel. The case was completed by using another instrument. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported .

Manufacturer narrative:
(B)(4). Batch #iyzd09054. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device was tested with the test media and no anomalies were found. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.